Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A friend of mine received a stryker total hip replacement. She is having sharp pains in hip ten months after surgery.